Event description:
Evaluation revealed that the force sensor plate was physically damaged. The force sensor resistance measurement was out of calibration.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Evaluation revealed that the force sensor plate was physically damaged. The force sensor resistance measurement was out of calibration. The pump was primed and exercised with no loss or prime or "no cartridge detected" warnings duplicated.